Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ sharps coll 8qt nest open top needle port has been found missing a lid before use. The following has been provided by the initial reporter: 1 lid was missing.

Manufacturer narrative:
H.6 investigation summary: no samples or pictures were provided in this complaint, it was reviewed the customer complaint records; according with the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue. According with the manufacturing dates from lot number reported under this complaint it was confirmed that this lot was manufactured after the implementation of a corrective action which arose from improvement opportunities regarding to missing lids issue, the corrective action is the implementation of a weighing system to detect missing lids per box. This system consists in the evaluation of the correct quantity the pieces through the weight of themselves, when the product in the box meets the correct weight (quantity of components), a label is emitted and printed then the label is attached in the inner flap of every box to track the weight records recorded in the weighing database. For this reason, the label issued by the weighing system is needed to perform an exhaustive investigation. Additionally, a review of the current weighing system was performed and confirmed as capable to detect missing pieces. Based on above findings can¿t determine a root cause associated to manufacturing process. According to the DHR review process; the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint. H3 other text : see h.10

Event description:
It has been reported that one bd¿ sharps coll 8qt nest open top needl port has been found missing a lid before use. The following has been provided by the initial reporter: 1 lid was missing.